Event description:
It was reported that via merlin.net transmission, non-sustained lead noise due to post-paced t-wave oversensing was observed. Programming changes were recommended and will be made during the next scheduled follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.